Event description:
A health care professional reported that after 5 minutes of vitrectomy surgery the first cutter was not functioning properly, and while the vacuum was operating normally, the machine emitted an unusual sound. The nitrogen tank was replaced, and repriming process was done again, and priming failed which indicating an issue with the cutter. The surgery was completed on same day by replacing the cutter and the wall to a nitrogen tank, which appeared to resolve the issue. The patient had contacted with cutter but there was no patient impact. This case pertains to the first of two vitrectomy probes used during the same surgery.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration and nonconforming for cut. However no unusual sound was observed. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at two locations on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally conforming for actuation and aspiration, therefore a priming failure and an unusual sound as described in the complaint was not confirmed. The complaint evaluation confirms the probe had a cut failure. The exact cause of the cut failure cannot be determined from the evaluation performed. The complaint evaluation does not confirm the probe has an actuation or aspiration failure, which does not confirm the priming failure. The complaint evaluation confirms the probe had a cut failure and an exact root cause of the cut failure could not be determined; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Other health care professional reported that cutter was not functioning properly, and while the vacuum was operating normally, the machine emitted an unusual sound. The priming process failed, indicating an issue with the cutter. After about five minutes, air started coming out of the probe, and it felt loose during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.